Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the femoral artery. The 70% stenosed, 3.5x10mm eccentric target lesion was located in the moderately tortuous and non calcified vertebral artery. The 4.00x12mm liberte bare stent was advanced through the guide catheter to the target lesion; however, the physician experienced difficulty crossing the lesion and it was noted that the position of the stent was not detected under fluoroscopy. The physician removed the stent delivery system (sds) and it was noted that the stent was not on the sds. The physician reviewed the introducer and noticed that the stent was stuck in the y-adaptor. The procedure was successfully completed with a 3.0x12mm promus stent. No patient complications were reported and the patient is stable.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)